Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4). Device not returned to date.

Event description:
As reported on (B)(6) 2016: malfunction of mediport device. Upon removal of mediport and catheter, examination of the catheter revealed there was a linear defect measuring a little less than 1 cm at the 10cm mark on the catheter. Port was replaced with a new of the same device. There was no report of patient harm or injury. It was reported defective device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was one port with catheter tubing. As received the catheter was trimmed to approximately 17 cm in length. There was a longitudinal hole on the catheter a little less than 1 cm long at the 10 cm mark. The catheter was found occluded at the tip with a black material (possible bio matter). The customer's complaint description of linear hole in catheter is confirmed. There is a longitudinal hole on the catheter a little less than 1 cm long at the 10 cm mark. The catheter was found occluded at the tip with a black material (possible bio matter). No manufacturing non-conformance were observed during sample evaluation and the catheter tubing met dimensional specifications. Given the longitudinal appearance of the fracture and possible bio material at the tip of the catheter, the likely root cause is over-pressurization of the catheter tubing. This may have occurred if lumen was occluded and injection/flushing was attempted. A device history report review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration, catheter fracture, including "pinch-off syndrome", extravasation and fibrin sheath formation. Caution: to avoid injection into subcutaneous tissue, ensure that all catheter holes remain within the peritoneal cavity. Attach an anti-coring needle to a 50 ml syringe filled with saline. Flush system with saline solution and immediately aspirate to confirm that flow is not obstructed and that no leaks exist. Close fascia and skin incisions using a continuous monofilament fascia closure for watertight seal and standard skin closure. Dress wound. Attach an anti-coring needle to a 10 ml syringe of normal saline. Penetrate septum and flush system. Saline flushes: prior to drug administration, flush the system with saline solution to remove heparin. If more than one drug is administered, flush the system with saline solution between drugs. After patient treatment is completed, always flush the system to cleanse the catheter and port chamber. With dual lumen systems, flushing must be repeated for each side. Heparin flush schedule: to keep the angiodynamics port system patent, the system must be flushed with heparinized saline at regular intervals. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).